Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had prime rewind anomaly. The customer¿s blood glucose level was 149 mg/dl. Customer states they were unable to exit the "preparing to prime" loop. Troubleshooting was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to confirm prime/fill anomaly due to compromised force sensor system alarm.